Event description:
It was reported that during use of the zimmer 400ml compact evacuator, a crack was observed around the plug holder and blood leaked. The surgery was completed using another hemovac kit. There was no report of harm or injury to the pt or user. No increased in surgical time was reported.

Manufacturer narrative:
The device was returned to the MFR for eval. A review of the mfg records was performed and there were no non-conformances during manufacture that would be related to this issue. All testing requirements were met. Visual inspection found that the top plate was cracked around the drainage spout and extending to the outside edge. The company is confirmed. However, the root cause of the reported issue could not be determined.